Event description:
The customer called with a complaint that the meter is not working right. Customer received a reading of 432 mg/dl, took insulin, and then got a reading of 12 mg/dl. During the troubleshooting process it was determined that there may be missing segments in the display. A request was made to return the meter for evaluation. In the meantime, a replacement unit was provided.